Event description:
Reportedly the zinc air power one 675 battery burst open during usage of the sonnet audio processor. Due to the burst battery the battery frame was damaged. This event took place at the user's home. The user did not come in contact with any electrolyte fluid and there were no injuries reported.

Manufacturer narrative:
Conclusions: according the information received, a zinc-air battery burst and damaged the sonnet battery pack frame, while the device was in use. Investigation of the returned battery confirmed that its housing deformed i.e. Opened and is covered with leaking electrolyte. In previous cases seen by the supplier, the cell expansion happened due to an abnormal use e.g. Cell is being charged, or repeated use of empty or completely discharged cell. The recipient did not get injured due to this issue.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The zinc air power one 675 battery burst while the sonnet audio processor was being used and the battery frame was damaged. The user did not come in contact with any electrolyte fluid and there were no injuries reported. According to the user the battery was quite new.